Event description:
On (B)(6) 2012 the reporter contacted animas and stated that the up arrow and ok keypad buttons were intermittently responsive and required multiple presses to elicit the intended response for six weeks. It was reported that there was no trauma to the pump. The reporter indicated the rubber keypad was intact but appeared to be worn. The pump was reportedly worn in a case outside of clothing and was not cleaned. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all the keypad buttons were intermittently unresponsive and required increased force to elicit a response. During investigation, evidence of contamination was found under all keypad contacts.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.